Event description:
During a procedure using the cryospray ablation system, a pt became "...largely distended." A fluoroscopy showed excess gas and the physician suspected a pneumoperitoneum. Actual pneumoperitoneum has not been confirmed. A pneumoperitoneum could be lift threatening. The fluoroscopy was ordered as a result of the excessive distention. The procedure was stopped and subsequently not resumed as a result of this condition.

Manufacturer narrative:
The pt was hospitalized for initial evaluation and monitoring. The pt was hospitalized for at least 2 days and had not completely returned to the baseline at 2 days following the procedure. However, the pt was not complaining of any major symptoms. The physician confirmed that the pt had a pneumoperitoneum, confirmed by abdominal x-ray and CT scan that showed free air. An upper gi exam showed no leak and there was no surgical intervention required. The cryospray ablation system is used to treat unwanted tissue in the esophagus through application of liquid nitrogen. Some pt distention is expected with this procedure. This condition is reviewed with physicians during training on the cryospray ablation system. Physicians are also taught the importance of monitoring for pt venting and distention. Our investigation revealed that the device had not been used according to the instructions for use. An alarm was ignored and an accessory had been altered into an unapproved configuration and was in use. Csa medical evaluated the cryospray ablation unit at the hospital and confirmed that it met all specs. It is not known whether the pt's pre-existing medical conditions contributed to the distention. The pt was taking prednisone (steroid) and had a unique stomach anatomy due to a failed anti-reflux surgical procedure.